Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced hyperglycemia event and inflammation and lump on site on (B)(6) 2026. The blood glucose was high and got treated with manual bolus and auto correction.